Event description:
The following was reported by the patient: (B)(6) 2004 - the patient underwent epigastric hernia repair with a bard flat mesh. On (B)(6) 2011 - patient underwent an open mesh explant and hernia repair procedure. The patient alleged, at the time of the explant, the surgeon observed the mesh was noted to be stuck to her liver. The patient alleges after the time of the mesh implant, she experienced pain in the area of the mesh and experienced constipation.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. Currently, medical records have not been provided and a sample was not returned for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no conclusion can be drawn.